Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) and chloride (cl) results generated by the unicel dxc 600 pro synchron clinical systems. Upon repeat higher results were obtained. No cl results were provided. The erroneous results were not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
The system is routinely calibrated every 24 hours and qc samples are run every 8 hours. Na and cl results were reviewed, which were consistently within the lab's established ranges. Per the customer, na and cl results tend to drift low a couple of hours after calibration. A field service engineer (fse) cleaned the flow cell. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.